Event description:
It was reported that during a laparoscopic cholecystectomy the first device clipped at the end only, not complete, left bend part unclipped. A second device clamped crossways. Three clips were removed from the patient with a grasper. Some clips had fired successfully. A third device was used to complete the procedure. The case was prolonged. There was no patient injury. This report is for the first device. See MFR report number: 2134070-2013-00094 regarding the second device.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the device was cycled, fed, and formed the remaining clips as intended. The locking mechanism then engaged as intended. No conclusion could be reached as to what may have caused the reported incident. No packaging was returned so the device history record could not be reviewed.